Event description:
A facility reported four cases of toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. Additional info has been requested. There are four medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
There was no product returned. Batch record review showed that all testing results are within specification. Investigation of batch records compounding and filling for the possibly involved lots: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. No other adverse events have been received so far for both possibly involved lots. Additional info was requested by phone and mail on 11/21/2011, 11/22/2011, 11/29/2011 and 12/15/2011. A completed questionnaire has not been received. (B)(4).